Event description:
It was reported the pt had a history of a previously fractured intrathecal catheter. A CT of the thoracic spine with contrast confirmed the pt's current catheter remains intact. Of note there were add'l catheter fragments seen with a fractured catheter overlying the spine and a catheter fragment remaining in the caudal lumbar subarachnoid space. The specific device info, details, and date of the event were not provided, however, the MFR's device tracking sys shows only one other catheter in history. Add'l info has been requested.